Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported developing an irritation on the left side under the breast. Patient described rash "appeared as poison ivy" and that there was no open skin or bleeding. There was no alleged device malfunction contributing to the irritation. Patient's physician told patient that she can remove the device to allow the irritation to heal. It was reported that the irritation has since healed.